Event description:
It was reported, the video system center blacked out momentarily while in use and also displayed error code e216, communication error. The issue occurred during a therapeutic lapacolle procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: h6 - type of investigation, code 10 was mistakenly added on initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for ''no image'' could not be determined. Olympus will continue to monitor field performance for this device.